Event description:
Event description incident created to document impedance and threshold measurements with this ventak av. Cpi learned that this ICD was explanted after 20 months because of an abnormal rise in lead impedance. This device is also involved in a product advisory.